Manufacturer narrative:
Analysis was performed for product ID 97755 serial# (B)(6). Analysis found no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was probably for the last 2 or 3 weeks the patient had trouble charging their implanted neurostimulator (ins). Sometimes it would make a connection right away and other times it would take 20 to 25 minutes to connect to charge the implanted neurostimulator for it would charge for maybe 5 minutes and then the patient would get a message of problem charging then get rm03. Caller had reset the controller several times but issues still persisted. Last night they reset the controller 3 times to be able to charge ins to 100%. Caller noted the patient got a new controller in 2022 and now the patient was having issues with the controller again for they were having major issues with it. Caller did not have the pts equipment present during call to further troubleshoot. The issue was not resolved. Caller will call back with equipment present to further assist. Caller has expectation of a product replacement. Pt was not registered so an email was sent to registration about pts implanted device information. Case reopened and reassigned to link pt's implant serial number to the case, add recharger serial, and send email to repair. Pt rep called back with external equipment. Pt rep repeated issues already documented in this case. Agent had pt inspect for damage; no visible damage to controller port. Pt rep stated cord going into the paddle is loose and starting to break. Agent asked - pt stated recharger is getting really warm since yesterday. Agent recommended to monitor implant charging with replacement recharger and can call back if issue persists. Agent sent email to repair to replace the recharger.